Event description:
During an atrial fibrillation ablation procedure, an optical error occurred which delayed the procedure. The tactisys indicated an error message stating: "contact force data is not synchronized. Check ethenet connection. No contact force signal or out of range. Check catheter optical connection. Contact sjm technical support." The ethernet connection and catheter optical connection were checked and none resolved the error. A second catheter was opened, but the error remained. The case continued and was completed without the use of contact force.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical error remains unknown.